Manufacturer narrative:
This report is being supplemented to report manufacturer's evaluation of the complaint device. The customer reported that the image disappears intermittently with multiple scopes, multiple video processors, and multiple light source devices, but does not shut down the equipment. The complaint device was evaluated in the olympus service department. During this evaluation it was discovered that the software version was not up to date. It was determined that this would not lead to the issues experienced by the customer.

Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was not confirmed. The device was visually inspected and an 8 hour burn test was performed and unable to duplicate the user¿s complaint. The device was tested with several different scopes and found unit pass all functional tests. All video output signals and images passed. The device has an up to date main switch but the software version needs to be updated. Advised customer to check their video cables and the monitor. The device was returned to the user facility.

Event description:
The user facility reported that the device has intermittent image loss. The intermittent images keep cutting out with multiple series scopes. There is no solid image. There was no patient involvement. No additional information was provided.